Event description:
It was reported that when using the bd a-line¿, insufficient blood was collected in the device and the amount of heparin present was low resulting in clotting in the blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were tested and all were within specification. Further analysis on another set of 10 retained samples showed no molding defects or sub-assembly issues, and all syringes functioned as expected during a functional test with water. There is no evidence of any issues in the device history record associated with this manufacturing lot. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: clotting and insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd a-line¿, insufficient blood was collected in the device and the amount of heparin present was low resulting in clotting in the blood. No adverse impact was reported regarding the patient or user.